Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image while using the electronic acc/ cable. There was no patient harm associated with the event.

Event description:
The event occurred before the procedure. The procedure was postponed for about one hour and completed with a similar device. As the event was not life threatening, the delay was before the patient's procedure, there was no intervention or hospitalization, it does not meet serious injury reporting criteria.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.